Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator exhibited a ECG/iegm anomaly. After replacing the wand, normal device function resumed. The patient was in stable condition.